Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulty advancing, and premature deployment appears to be related to circumstances of the procedure. In this case, it is likely that the reported significant resistance during advancement was due to interaction with the heavily calcified lesion and while advancing against resistance, damage occurred to the delivery catheter pod causing the filter to deploy prematurely. As a result, the filter was retrieved with a non-abbott guiding catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the emboshield nav6 embolic protection system (eps) was advanced to the lesion and significant resistance was noted and the filter prematurely deployed. The filter was retrieved with a non-abbott guiding catheter and not used to continue the procedure. There were no adverse patient effects. No additional information was provided.